Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, the defibrillation, and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Review of the recorded events noted the patient had a vf storm and received 29 appropriate shocks during this time. All shocks converted the arrhythmia. Analysis noted any undersensing was attributed to the changes in the morphology of the signal. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient went into a ventricular tachycardia (vt) storm and received approximately 20 appropriate shocks. Then during one of the episodes there was approximately 12 seconds of undersensing of ventricular fibrillation (vf). Review of the episode noted polymorphic amplitude changes. The patient went into vf arrest and was externally rescued with CPR. Subsequently the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and an implantable cardioverter defibrillator (ICD) system was successfully implanted. No additional adverse patient effects were reported.